Event description:
It was reported that a burning electrical smell was coming from the console. There was no patient involvement.

Event description:
It was reported that a burning electrical smell was coming from the console. There was no patient involvement.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was serviced onsite by a field service engineer (fse). During evaluation, the fse noticed that the device had a damaged door hinge on the right hand side. Subsequently, medical tape was applied by a clinical staff member to the device's rear rubber heat sync, causing the burning smell. The device passed all functional and safety tests within specifications. The fse replaced the door and secured both ends of the panel. Based on available information, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.